Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to convert the patient's arrhythmia. The patient presented in-clinic with symptoms of presyncope and upon examination it was confirmed that the patient was in vf. The physician had external defibrillation performed which successfully converted the rhythm. The device was interrogated and a diagnostic anomaly was observed. The patient was stable and continued to be monitored. Programming changes were made.